Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The reported problem was verified during visual inspection, leak testing, and clamp function testing. The cause of the event was determined to be broken occluder feet. An assignable cause of the broken occluder feet could not be determined. The sample did not meet specification for the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set that was connected to the peritoneal catheter was leaking while the valve was closed. This event occurred during use. The transfer set has been in use for 60 days. The patient noticed leakage of the effluent after removing minicap protective cap off of transfer set, although the valve was in closed position. Also, the patient noticed that the dialysis solution can be infused through transfer set if the valve was in locked position. No cleaning solutions were used only soap and water. No prior difficulties were noticed during opening or closing the clamp. There was no report of patient injury or medical intervention associated with this event. No additional information is available.